Event description:
The customer stated that a patient generated a (B)(6) result on the architect (B)(6) assay. On (B)(6) 2011, the patient had a (B)(6) viral load of (B)(6) copies. The specimen was tested on (B)(6) 2011 and (B)(6) 2011, on the architect (B)(6) assay, yielding (B)(6) results of (B)(6). The specimen was also (B)(6) on the biorad (B)(6) assay. Another sample was obtained on (B)(6) 2011 and was (B)(6) on architect with an (B)(6), but (B)(6) on prism (B)(6) with an (B)(6). No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number (B)(4), architect (B)(6) qualitative, that has a similar product distributed in the us, list number 1l80, architect (B)(6). This is an initial report. A follow-up report will be submitted when the evaluation is complete. An evaluation is in process.

Manufacturer narrative:
No product deficiency was identified. The patient sample data supplied by the customer was reviewed. The sample (drawn (B)(6) 2011) appeared to return a (B)(6) result of (B)(6) from the pcr analysis. However, when the sample was assessed on the architect system it repeatedly returned (B)(6) results. This sample was also assessed on a biorad hbsag assay returning a result of (B)(6). The interpretation of the biorad result was not provided. A second sample (drawn (B)(6) 2011) was assessed on the architect instrument and again a (B)(6) result was returned. However, the (B)(6) result of (B)(6) was higher than the results for the initial sample. The second patient sample was also assessed on the prism hbsag assay and (B)(6) results of (B)(6) were returned. (Pcr analysis and biorad hbsag analysis were not performed on the second sample). The initial patient sample ((B)(6)) was returned for investigation. The sample was tested using reagent lot 02455lf00 and a (B)(6) result of (B)(6) was returned. Additional testing was then performed with a different hbsag assay (architect hbsag qualitative ii (2g22) assay) and a (B)(6) result of (B)(6) was generated. The sample was tested on the asym core assay and a (B)(6) result of (B)(6) was returned. Based on these test results the sample was designated "unable to categorize". The architect hbsag qualitative reagent 1p97-25 lot 02455lf00 was tested using two commercially available seroconversion panels. The seroconversion panel profile generated by lot 02455lf00 is comparable to the historical panel profile data previously generated i.e. The same first (B)(6) bleed of the seroconversion panel was detected. The results of the investigation demonstrate that the clinical sensitivity performance of the architect qualitative hbsag reagent kit in question (lot 02455lf00) is acceptable. A review of customer complaints and in-house testing data did not identify any issues with this product. The complaint investigation has concluded that architect hbsag qualitative reagent 1p97-25 lot 02455lf00 is performing acceptably. No deficiency was identified and no additional issues were identified during the investigation of this complaint.